Event description:
The customer indicated they had a 0.1 mg/dl total bilirubin for a pediatric patient sample and this result was reported out of the laboratory. The physician questioned the result and upon rerun on the other dxc system, the result was 13 mg/dl. There was no affect to patient treatment. A review of the customer's data for december 2nd showed many "cartridge chemistry sense errors" at various sample rack positions, and more frequently for position 4.

Manufacturer narrative:
Service visited on (B)(4) 2013 and performed sample probe alignments, however, the issue reoccurred on (B)(4). Service visited again on (B)(4) 2013 and verified sample probe alignments and calibrated the sample probe level sensor. This resolved the issue. It should be noted that no patient samples were affected on the (B)(4) event. (B)(4).